Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an air alarm; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported problem of "air alarm p.I." Was confirmed and reproduced. Service determined that the cause was due to a defective air sensor. The customer reported problem was confirmed based on the service data at the time of completion. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.